Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the manual tube release switch was broken. There was no patient involvement. The event occurred during programming/set-up. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. No repairs have been made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. The device history record review shows pump found with "incomplete test" which was subsequently tested and passed. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.